Event description:
It was reported that a cartridge alarm 05 and an empty cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence and the cartridge was not empty. Customer¿s blood glucose level was 161 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.